Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. A visual inspection of the returned devices concluded that the implants show general physical damage in the metal and plastic components. The metal of the femoral component has a cut with metal lifted that is adjacent to an area of damage on the polyethelene insert. The surfaces are covered with a bluish cement and an off white cement from the original procedure, and black matter with a whiteish matrix of material on and in it which indicate osseointegration signs. In some areas the cement is not adhered directly to the metal of the device. Some areas of the black material are rigid while others are flexible. The polyethylene insert does not lie completely flush on the tibial baseplate. The clinical/medical investigation concluded that, although a bone scan was not provided, the revision operative report confirms revision left total knee arthroplasty due to ¿loosening¿ of both prosthesis components with a competitor constrained revision replacement. The procedure was completed with ¿no complications¿ and resulted in ¿good range of motion and varus valgus stability¿ per surgical documentation. The clinical root cause for loosening of both left knee components after approximately 7.5 years in-vivo is likely multifactorial. The patient¿s preexisting comorbidities (including 35.1 body mass index, sarcoidosis, tobacco use) and multiple left knee procedures cannot be ruled out as potential contributing factors. Additionally, the visual inspection findings of ¿some areas the cement is not adhered directly to the metal of the device¿ with presence of rigid and flexible ¿black material¿ and the insert doesn¿t sit flush raises suspicion of micro-motion over an extended timeframe; however, a causal inference cannot be made from the information provided and a component malperformance cannot be confirmed. The patient impact includes the loosening of both cemented left knee components, the revision, and the reported emotional impact. A transient post-surgical restorative phase would be anticipated as well. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from improper fixation. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, loss of ingrowth, osteolysis and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: a2, a3, b7, d9. Corrected data: h6 (health effect - clinical code, medical device problem code).

Event description:
It was reported that, a patient that has undergone several left tka revisions due to instability and loosening, received a bone scan on (B)(6) 2024, which confirmed they again have a mechanical loosening of their left knee journey prosthesis. Due to this, a revision surgery was performed on (B)(6) 2025. S+n implants were exchanged for non-s+n devices. Patient's current health status is unknown.

Event description:
It was reported that, a patient that has undergone several left tka revisions due to instability and loosening, received a bone scan on (B)(6) 2024, which confirmed they again have a mechanical loosening of their left knee journey prosthesis. Due to this, a revision surgery will have to be performed, but date has not been confirmed at the moment. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: d4 (catalog number, lot number, expiration date, unique identifier (UDI) #), d10, h4 corrected data: d1.